Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 24 unopened racepacks and 3 opened. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received 24 closed samples and 3 open and used samples with the thread broken. Also received one sample of prolene (from ethicon). The sample of ethicon is sent to the product manager for analysis. Diameter result conducted on the closed samples received is 0.093 mm in average and fulfils the requirements of the OEM. Diameter average value is in the higher range of the OEM requirements for usp 6/0 size. Tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: as indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: although the results of the closed samples received fulfill the specifications the OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Anyway, you will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. Three threads broke very easily during a carotid artery anastomosis. Due to this fact the anastomosis ripped off.